Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8709sc, serial # (B)(4) , implanted on: (B)(6) 2011, explanted on: (B)(6) 2012. (B)(4).

Event description:
A catheter revision was done. The patient had come in several days before complaining of increased spasticity. At that time, a catheter dye study was attempted. However, no fluid could be withdrawn from the catheter. In the operating room, the health care provider (hcp) opened the back and cut the catheter to check for csf flow. There was csf flow but the decision was made to replace the intrathecal portion. Before connecting the two pieces, the physicians accessed the pump side port to check for flow. They were unable to withdraw or inject fluid. The pump pocket was then opened. The catheter was removed from the pump and the hcp again tried to inject through the catheter but was unable to do so. They took the catheter out and tried to inject on the back table. They still could not inject and used a needle to clear out the clog in the sutureless connector. A new pump section was connected to the spinal segment, dye was injected and showed flow into the intrathecal space. The patient was discharged from the hospital the next day. The patient's pump delivered lioresal.